Event description:
During an atrial fibrillation procedure, it was noted that there was air intake from the insertion valve on the agilis 13f sheath after inserting the volt catheter. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.